Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the trocar valve leaked during a vitrectomy procedure of the left eye. The procedure was completed and the product sample was retained. There was no patient harm. No additional information is expected.

Manufacturer narrative:
One 23 gauge trocar assembly with two opened handle/blade assemblies, and one loose opened trocar cannula/hub assembly were received. The returned samples were visually inspected. Sample 1 was found conforming and sample 2 was found nonconforming with a septum that did not close after removal from the blade. For this complaint file, the final customer lot was identified. A device history record review indicated the product was released based on the products acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. No sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).